Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
The authors of a literature report aimed at comparing the incidence of extreme changes in day 1 intraocular pressure (iop) following 23-gauge sutureless vitrectomy compared with conventional 20-gauge vitrectomy reported a pt in the 23-gauge group developed hypotony (iop <5mmhg). The event occurred following a combined phaco vitrectomy for macular hole with 16% c3f8 gas tamponade. One post was sutured. The hypotony resolved spontaneously without further intervention or associated complications.